Event description:
S/p laparoscopy vaginal hysterectomy, pt developed bleeding s/s in recovery with return to or. Found during open procedure the artery pulled out of staple line. There is a question as to "staple pulling, small puncture..." MFR called immediately with representative speak with physician & evaluate.